Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to erosion. All the components were explanted and no new device was implanted. No further patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested, however, no further information was provided.

Manufacturer narrative:
Product analysis showed functionality of the device was as designed. The product record review indicated that the reported events do not represent an unanticipated event. The ams800 device was visually and microscopically examined. No leaks were found. The pump and cuff performed within specifications. The balloon was not functionally tested as original pressure is unknown. Product analysis could not confirm the erosion, because the clinical circumstances could not be replicated. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to erosion. All the components were explanted and no new device was implanted. No further patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested, however, no further information was provided.